Event description:
A patient reported they were not able to test when needed due to missing segments on their fasttake meter. The result on their meter was not clear. Patient was able to test on another meter that patient has at home a couple of hours later. The brand of patient's back-up meter is unknown. Patient had symptoms of low blood sugar. Treatment was food and beverage. No further information has been reported.